Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter occupation: lawyer.

Event description:
On (B)(6) 2020: after review of medical records, primary surgery notes and notes from a visit to the physician were received. Notes from a visit to the physician on (B)(6) 2015 indicate patient's activity to be limited. It is noted that the patient wishes for a repeat surgery due to the recall on her knee replacement surgery. It is not indicated whether or not the implants on her knee are depuy. Primary surgery notes indicate that the patient received asr implants. There was a 250 ml estimated blood loss during the primary surgery, with the patient being given 1600 cc of crystalloid. X-rays also showed a linear radiolucency in the shaft of the femur distal to the stem consistent with a nondisplaced fracture at the tip of the prosthesis extending distally. There was no revision reported. Doi: (B)(6) 2009; dor: none reported (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.